Event description:
Caller reported a cartridge alarm on their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support confirmed the issue with consecutive cartridges and arranged to send a replacement pump with updated software. Customer will continue to use current pump. The customer was instructed on returning the problematic pump and managing the replacement, which they acknowledged and understood.